Event description:
A surgeon reported a pt with an unexpected outcome due to "spontaneous rotation" of an intraocular lens (iol) one week following implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. This report was mailed to FDA on: 08/17/2009.